Manufacturer narrative:
The ge service representative performed an over the phone evaluation with the customer. The representative guided the customer through an interactive run of the file system check of the hard drive. The system was found to operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed 3500a.

Event description:
The customer reported that the system would not boot properly and customer is requesting a manual file system check be performed. No pt injury was reported.